Event description:
It was reported that there was a leak during initial inspection. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: expiration date and h4: manufacture date is unknown; no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: five photos were included for evaluation; a hole was observed in the bag breathing. One (1) sample was received without the original package. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, hole was detected in breathing bag, which could cause leakage. Complaint was confirmed. CAPA-000866 was opened to address root cause investigation and corrective actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.